Event description:
Ofran 8 mg IV was piggybacked to lr mainline via infusion pump. Rn noticed mainline drip chamber was filling from piggyback and not going to pt. Rn manually clamped mainline tubing and infused piggyback. Manufacturer response for tubing, smart site infusion set (per site reporter): requested and sent for evaluation.